Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.0, lab: 3.9. Patient's daughter called to report that her mother received an inr of 3.0 using the inratio meter on (B)(6) 2011. Patient complained of tightness in the chest and went to the hospital where the lab inr came back with lab=3.9. Daughter estimates the time between the tests to be about half an hour. Patient received ace inhibitor for the chest tightness. The lab reports that the patient has had recent spikes in her inr; possible due to not eating.